Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional battery remaining capacity analysis was requested. Boston scientific technical services recommended new replacement date. The physician will continue to monitor the patient at this time. The device remains in service. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformities, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional battery remaining capacity analysis was requested. Boston scientific technical services recommended new replacement date. The physician will continue to monitor the patient at this time. The device remains in service. There were no patient complications or adverse effects reported. Additional information: this ICD has been explanted, replaced, and returned, and analysis has been completed. No additional adverse patient effects were reported. This report has been updated with the product investigation results.

Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. There were no patient complications or adverse effects reported.